Event description:
Pt's ot basic meter was missing segments. Pt stated that approximately 2 months ago they were feeling high blood sugar symptoms and they began to feel very bad. They were unable to test due to the segments missing on the meter. They stated the segments were missing for approximately 2 weeks before the incident. They called 911 and when they arrived pt was given IV fluids. They were then taken to the e.r. Where pt was given insulin and released when their blood sugar was stable. Pt does not remember what the readings were from the paramedics or at the hospital. They stated that they are on an insulin regimen, and that during the 2 weeks of not being able to use the meter they took their insulin based on feelings. The pt provided no further information. The meter has been replaced.